Event description:
Per the clinic, the patient underwent a device repositioning surgery under general anesthesia on (B)(6) 2025 due to incorrect placement of electrode. It was noted that the electrode was again incorrectly placed and underwent another device repositioning surgery under general anesthesia around 4 weeks later (specific date not reported).